Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining twelve (12) erroneously low phosphorus (phos) results that were generated by the synchron lx20 pro chemistry analyzer. The erroneous results were reported out of the laboratory; however, results were repeated and amended reports were issued. No change was made to patient treatment.

Manufacturer narrative:
Per the customer, the qc before the event was in control. Qc was run after the event and all results were suppressed low. A field service engineer (fse) was dispatched and cleaned the phos module out with 50% bleach.